Manufacturer narrative:
(B)(4). This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the most likely cause of the complaint is user error/mis-use. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) stated draining to a gas can and the drain line was submerged. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On 20 december 2010, product surveillance contacted the hp peritoneal dialysis nurse (pdn). The pdn stated the hp was instructed not to submerge the drain line. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.